Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during gastroplasty, at the time of stapling the stomach, the load caught and did not allow the firing of the device. They replaced the device to complete the case. No patient injury.